Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate the device is 2 years old. The last repair was on (B)(6) 2010, for a non related issue. A visual inspection found the device met all performance specifications. The investigation was unable to determine the cause of reported issue. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was not cutting, skipping. Additional info received through clinical follow up with the hospital on (B)(6) 2011, indicated that the device was "tearing chucks out, coming off in pieces which were inconsistent in thickness, and ragged." Additional tissue harvesting was required.